Event description:
The reporter indicated the surgeon attempted to insert a 22.0 diopter (B)(4) collamer aspheric three piece lens and the lens tore. There was pt contact but no injury. Another same model lens was implanted. The reporter stated the cause of the torn lens was due to the injector system.

Manufacturer narrative:
(B)(4): device evaluated by manufacturer?: no: the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic torn into two pieces. There was evidence of clear surgical residue. Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).